Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon leak occurred. A 2.75 x 32mm synergy xd drug-eluting stent was selected for use. During the procedure, outside the patient, it was found that air continued to leak from the device. The procedure was completed with a different device. There were no patient complications.